Manufacturer narrative:
D4 - UDI no. - this product code is not required to be registered with the FDA. The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed no anomalies in the appearance. The actual sample was immersed in water and pressurized by being injected with 18cc of air which is the maximum volume to be injected into this product. A leak was noted at the pressure confirmation balloon. The actual sample was subjected to the same leak test as the one performed in the production process, a leak was also noted. Magnifying inspection of the leak revealed an anomaly on the welded segment. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. Based on the investigation the potential root cause was determined to be manufacturing related and a formal investigation has been initiated. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported an air leakage in the tr band device. Follow up communication with the user facility confirmed the following information: after a pci by tri a slight amount of blood leaked; the amount of blood loss is unknown; and the patient was not harmed.